Event description:
The event involved a plum 360 device where it was reported that "chemo was being given via line b on the pump, rate and volume set correctly but infusion finished 8 hours early. 24 hour infusion of cytarabine running, commenced at 17:20 27-apr-2026, infusion had completed by 09:20 28-apr-2026, 8 hours early. Rate checked on pump, running at 110ml/4.6ml per hour. Cytarabine prescribed at a rate of 4.2ml/hour, total volume 100ml. The bag of cytarabine provided had a total volume of 110ml. Cytarabine place up by sm and ih. Sm place cytarabine on b line, prime the b line at a rate of 999ml/h total volume of 19mls, as lines hold over 20ml before reaching the patient. Cytarabine had total volume of 110ml, prescribed over 24hour, cytarabine place at a rate of 4.6ml/hour. The event occurred was during infusion. There was a patient involvement. No patient harm

Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.